Event description:
It was reported that the lead exhibited high thresholds and a sensing issue in bipolar and unipolar configurations. A fracture was suspected. Also, during the lead replacement, shearings were noticed on the lead. It was suspected that the shearings were produced by the excessive screwing of the connection between the lead and the setscrew of the implantable pulse generator (ipg). Both appeared to be damaged. The lead was explanted and replaced, but the device remains in use. No patient complications have been reported as a result of this event.